Manufacturer narrative:
Batch review performed on 13 september 2018; lot 173436: (B)(4) items manufactured and released on 09 october 2017. Expiration date: 2022-10-01; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to bone fracture 15 days after primary, fracture was discovered 9 days from primary.